Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 356 mg/dl with moderate ketones and it was addressed with manual injections. Also, it was reported that the customer's fill estimate was inaccurate. Reportedly, all the supplies were changed.